Event description:
It was reported that there was difficulty inserting the connector pin of the right ventricular (rv) lead into the header of the device. The connector pin was lubricated with mineral oil to facilitate insertion and the pin was successfully inserted into the header. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dvbb1d4 implantable cardioverter defibrillator (ICD) implanted 2013-(B)(6). (B)(4).